Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post of hospitalization for low blood glucose of 35mg/dl. Troubleshooting contacted the customer however, customer declined to troubleshoot but indicated that they would like a new pump. Customer was assisted with ordering a new pump. No further details.